Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported unknown side "being filled with water, redness and swelling¿. The device has been explanted.